Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and the issue did not recur after the reset. The customer continued to use the pump for insulin therapy.